Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect following an unspecified, unrelated surgical procedure. Since that time, the pt had not been "feeling good" and was admitted to the emergency room on (B)(6) 2011. Additional information has been requested, a f/u report will be sent if additional information becomes available.